Manufacturer narrative:
The customer¿s report of blood backing up and leaking from a hole in the tubing was confirmed. Visual inspection confirmed that blood had backed up into the lower half of the tubing. Functional testing confirmed a leak from the tubing approximately 19 inches above the distal smartsite. Inspection under magnification showed that the leak was from a cut in the tubing. The cause of the leak is a small cut in the tubing. The root cause of the cut could not be identified.

Event description:
The customer reported that hours after the patient's surgery, blood was noted to have backed up into the tubing above the most distal injection port and leaked. A small hole was noted towards the lowest port on the tubing while ns was infusing at 125ml. There was no patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that blood backed up into the tubing above the most distal injection port and leaked. There was no report of patient harm.